Event description:
IV pump screen stated reset. Could not reset due to fluid infiltration from split IV tubing set at upper connection. When pump door opened to replace tubing, medication, (neosynephrine) ran all over the floor.